Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, e103 (lamp lighting error), could not be identified. Based on the facts obtained from the investigation, the e103 was not observed on inspection by the repair department. Therefore, the cause could not be presumed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because there is no evidence obtained that the problems are caused by misuse of the user.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported, the light source had an ignition error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.